Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 27-jan-2009, UDI#: (B)(4) ; product ID: 3888-33, serial/lot #: (B)(4), ubd: 24-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that during a checkup appointment with the patient's previous implantable neurostimulator (ins) system, the patient had been told that a lead quit working. This was prior to 2013 but when asked the consumer confirmed that further information was not known about the timeline. No further complications were reported.

Manufacturer narrative:
Product ID 3888-33, lot# j0503503v, implanted: (B)(6) 2005. Product type lead, product ID 3888-33, lot# j0444354v, implanted: (B)(6) 2005. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rep found that the lead did not work. Patient reported impedances changed on line. Patient reported that the remaining lead was programmed to replace the function of the dead lead.